Event description:
It was reported the patient was feeling cramping and intense pain throughout their body. The patient had turned their stimulation off in august due to the pain and cramping. The manufacturing representative met with the patient for reprogramming. The cone was adjusted as it was ¿xxs for lying down.¿ the patient was happy with the reprogramming. The night the patient was reprogrammed, they turned adaptive stimulation on for sleeping, but they woke up with full body pain like it was deep inside their bones. The patient stated it was like being electrocuted. Impedances were checked and they were less than 800 ohms. When the patient turned the implantable neurostimulator (ins) off the pain went away. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturing representative did not believe the issue was device related. The manufacturing representative stated that recent communication suggested the patient was not receiving effective therapy. It was thought the patient was too sensitive to stimulation. With initial programming the patient felt great, but they then felt discomfort days later. The patient¿s healthcare professional (hcp) stated the patient had mental health issues and they were skeptical that there were any issues at all.

Manufacturer narrative:
(B)(4)